Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It has been reported a patent was revised due to peri-prosthetic fracture of the humeral shaft. It is also reported that post revision surgery the patient experienced radial nerve damage.